Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that he changed the set twice and he does not think it is not filling the cannula. Customer declined troubleshooting for high blood glucose. Customer states that he was in the hospital for high blood sugars. Customer states that part of the reason was he got into an accident. Customer declined to provide hospital information. Customer states that his sugar is at 315 mg/dl. Customer states that he treated high blood glucose with a manual injection.